Event description:
The physician reported that the programming system was experiencing communication issues. The tablet gave a warning message "unable to establish communication" before interrogation". The physician indicated that the cable was loose, but it was unable to be determined if this was at the tablet or serial cable. The wand was used on another programming computer and was successful. The physician was provided a new serial cable. Attempts to obtain additional relevant information have been unsuccessful to date. The old serial cable has not been received to date.

Manufacturer narrative:
This information was inadvertently reported incorrectly on the initial MFR. Report.

Event description:
The tablet usb cable was received for analysis. Analysis of the usb cable was completed on 05/19/2016. The cause for the reported allegation is associated with two disconnected wire connections in the returned serial cable. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified.